Event description:
It was reported by the patient that the syringe plunger will not slide up and down smoothly and extremely difficult to get it started, but once it gets started it halfway works. The patient states that about .2 to .25 mls left in the cartridge received. Plunger is so tight that when pushed by hand it won't budge. There was no additional information available.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.